Manufacturer narrative:
This report is submitted on april 09, 2019. (B)(4).

Event description:
It was reported that the patient experienced infection at implant site, resulting in explant of the device on (B)(6) 2019. The patient was re-implanted with a new device.